Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but the issue was not resolved. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information was received that this device has been exhibiting out of range pace impedance measurements on the right ventricular (rv) lead since november of last year. Loss of capture (loc) and no sensing was also noted on this lead. A chest x ray was performed and a lead fracture was confirmed. It is planned to perform a lead revision in the near future. At this time, this device system remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but the issue was not resolved. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.